Event description:
It was reported stent malposition occurred. In (B)(6) 2026, the patient was on a prior regimen of antiplatelet medication other than aspirin (great than or equal to 72 hours). The 2.25 mm x 25 mm target lesion was located at the first diagonal artery. The target lesion was pre-treated with a 2.25 mm x 12 mm wolverine and a non-compliant balloon resulting in 30% residual stenosis and timi flow of 3. The 2.25 mm x 38 mm synergy xd stent successfully treated the target lesion resulting in 0% residual stenosis and timi flow 3. On the same day of the procedure, ivus concluded the pre-treatment with the wolverine device demonstrated the presence of medial dissection. Ivus also noted stent malposition with the synergy xd stent. The patient discharged from hospital. On aspirin and clopidogrel.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.